Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose level was 351 - 522 mg/dl. The customer attempted to self-treat with a bolus via pump, but went to the emergency room on (B)(6) 2022. The customer was treated intravenously with fluids of saline and insulin. The customer was released from the emergency on the same day with no permanent damage and reverted to manual dose injection for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.